Event description:
Internal data from the generator was received and analyzed. The patient was then seen again in clinic and it was found that their battery had rebounded to 75-100% the battery rebound event was confirmed to be related to a known event cause by the impedance behaviors in the beginning of the battery's life. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. There is no evidence of a device malfunction. No other relevant information has been received to date.

Event description:
It was reported that a patient's device was seen to have a lower battery status however after being checked by surgeon at a later date, the generator showed to be at almost full battery. No additional relevant information has been received to date.